Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not powering on. A field service engineer verified 120v power from the wall outlet. Disconnected auxiliary components including the tower and smart remote manager from the communication sled, but the medstation still failed to power on. When the 6-drawer pyxibus cable was disconnected, the medstation powered on. The cable was replaced, and electrical tape was applied to sharp edges on the rear panel of the cubie drawers, but the issue persisted. All cubie drawers on the main were disconnected and reconnected one at a time. The medstation powered on with drawers 1¿5 connected. However, when drawer 6 was seated, the medstation failed to power on. The drawer controller on full-height drawer 6 was replaced to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not powering on. The customer stated that this malfunction occurred while dispensing the medication, and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not powering on. The customer stated that this malfunction occurred while dispensing the medication, and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.